Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (leaflet grasping, leaflet capture, anatomy). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning (leaflet grasping, leaflet capture, anatomy) appears to be related to a combination of challenging patient anatomy (cleft on medial side of posterior leaflet) and procedural conditions (interaction between sub-valvular apparatus and clip). The reported tissue injury is a cascading event of the reported difficult or delayed positioning. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr), history of chronic kidney disease with a kidney transplant and recent heart failure symptoms for a mitraclip procedure. During the procedure, difficulty was encountered while grasping and capturing the leaflets due to cleft on the medial side of the posterior leaflet 2. Interaction between sub-valvular apparatus and clip was observed which led to a small chordal rupture. Eventually, the leaflets were grasped successfully at anterior and posterior leaflet 2(a2p2). The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.